Event description:
A report was received that the patient¿s lead was uncomfortable for her to have activated. The patient underwent a revision procedure wherein the lead was explanted.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.